Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent a hysterectomy with removal of essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: perforated uterus/ perforation (uterus)") and pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin from (B)(6) to (B)(6), levothyroxine, thyroid (armour thyroid) and tramadol from (B)(6) to (B)(6). On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping) /menstrual cramping"), 2 years 7 months after insertion of essure (ess205). On (B)(6)2012, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding ( menorrhagia),heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes / damaged bladder") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6)2018, the patient experienced abdominal infection ("abdominal infection following hysterectomy"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and underwent a hysterectomy with removal of essure). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the uterine perforation, pelvic pain, anxiety, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder and abdominal infection outcome was unknown and the dysmenorrhoea, menorrhagia and abdominal pain had resolved. The reporter considered abdominal infection, abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Post operative notes - abnormal uterine bleeding and also she had stress incontinence as well as rectocele posterior relaxation or the vaginal vault. She had multiple extensive adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received : reporter's information was added. New reporter added. Date of insertion was updated. Added event abnormal bleeding (vaginal), bladder or urinary problems or changes, migration of essure device location of device: perforated uterus/ perforation (uterus), abdominal infection,abdominal pain. Updated outcome of events. Updated onset date of events. Concomitant condition, concomitant drug were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous case" was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent a hysterectomy with removal of essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.